Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name: c3-c6 decompressive laminectomy. Date of implantation - (B)(6) 2017. Date of event - (B)(6) 2017 (post-op day 15). After how long after the surgery did the dehiscence occur?: serous discharge ¿ day 11, post-op day 15 ¿ discovered dehiscence. Cell culturing showed enterobacter infections. What medical/surgical intervention was performed? Re-operation. Debride. Close back with vicryl plus (interrupted) and prolene. Date of re-operation (if applicable): (B)(6) 2017. During re-operation, surgeon discovered that stratafix symmetric size 1 was broken and unraveled at both apex of the incision and suture at center of incision was loosen. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? No. The patient demographic info: age, gender, weight, bmi at the time of index procedure: no information. What is the patient¿s current condition? Patient recovered. We do not have the sample in stock. The complaint sample is not available for return as well.

Event description:
It was reported that the patient underwent c3-c6 decompressive laminectomy on (B)(6)2017 and barbed suture was used on the first layer of closure. On post-operative day 11, the patient experienced serous discharge, on post-operative day 15 dehiscence was found. Cell culture was performed and found enterobacter infection. The patient underwent re-operation and debridement on (B)(6) 2017. During the re-operation, the barbed suture was found unraveled at both apex of the incision and suture at center of incision was loosened. The patient wound was re-closed with suture. The patient is reported to be recovered. No additional information was provided.